Event description:
A report was received that the patient had developed an infection at the ipg and lead sites. Symptoms include redness and swelling. The physician did not believe that the infection was device related. The patient was administered antibiotics and underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70 serial #: (B)(4), description: artisan surgical lead, 70cm, model #: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.